Event description:
There was intermittent over sensing on both ra and rv channels. There was evidence of subclavian crush and the ICD was approaching eri indication. The physician chose to replace the whole system.

Manufacturer narrative:
The setrox lead was found dissected at about 9.5 cm distal to the is-1 connector pin. Both fragments of the lead were returned for analysis. The analysis of the lead revealed multiple signs of wear. In particular at some 27.5 cm proximal to the lead tip the insulation was found damaged and the outer coil fractured. In that section the lead body was found squeezed and deformed, most likely due to clavicular entrapment. Further insulation damages were noted at some 31.5 cm and 36.5 cm proximal to the lead tip as a result of friction with the ICD. These damages are assumed to be the root cause of the clinical observation. Further damages of the leads occurred most likely during the surgery. The analysis of the lead did not reveal any sign of a material or manufacturing problem.